Event description:
It was reported that the monitor support arm was drifting downward and that a physicist reports that the kv and ma were off, and that the dose was low. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failures could not all be duplicated. The support arm was found to be loose and was tightened. The output was within spec in all modes of operation. The system was tested and found to be working as intended and placed back into service.